Manufacturer narrative:
(B)(4)

Event description:
It was reported that: on (B)(6) 2023, an attempt was made to create an i.o. Access in the tibia with a 25 mm needle in a 19-year-old patient. After insertion during drilling, the needle started to rotate unevenly at the front and scraped the periosteum. There was soft tissue damage. On the second attempt, different side tibia, same problem. Associated to 3011137372-2023-00251 and 3011137372-2023-00252.

Manufacturer narrative:
(B)(4). The customer provided two photos for investigation. The customer also returned an ez-io driver 9058 (sn (B)(4)). Upon receipt, the driver was visually inspected. The device appeared typical. When the trigger was pulled, the driver was operable and a solid green led was displaying. The driver was then subjected to simulated saw bone insertions per driver IFU. This functional test is used to determine whether the returned device still has the capability to power a 45mm ezio needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) saw bones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch while applying approximately 8 lbs. Of force on a weight scale. Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3) insertion 1: 2.18 secs insertion 2: 2.23 secs insertion 3: 2.19 secs hard profile (105 lbs/ft3) insertion 1: 4.15 secs insertion 2: 4.54 secs insertion 3: 4.32 secs. The driver successfully negotiated both the med ium and hard saw bone insertion testing. The driver was opened to test and record operating characteristics. Battery voltage measured as 17.52 dc volts without being activated. Battery voltage measured as 14.60 dc volts when button was activated and voltage reached a stable level. Stable defined as when whole numbers (e.g., 6 volts, 7 volts, etc.) Stop changing (ignoring numbers after the decimal point). The measured voltage is slightly lower than the nominal specification of 18.2v for the battery pack upon release. This is expected after device use. The eeprom was parsed and the results reveal the charge count was 1 ,643,963 and the cycle count was 142. The cycle count of 142 (trigger activations) is significant as it substantiates driver usage with considerations to bone density, average insertion time, storage, and frequency of testing. The eeprom results confirm that the battery is not depleted as the charge count has not exceeded the maximum depletion value of 15,300,000 per ver0190 accel biotech firmware verification test report. The motor and gearbox were connected to dc power supply and set to approximately 18v. When the trigger was pulled the motor and gear box were operable, exhibiting no signs of electro/mechanical problems. A solid green led light was still observed. The battery pack was disassembled, and each battery cell was measured with the following results (from red to black wire): 2.914 dc volts, 2.911 dc volts, 2.914 dc volts, 2.918 dc volts, 2.912 dc volts, 2.916 dc volts. These values are slightly lower than the nominal specification of 3v for each cell upon release. This is expected after device use. The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. The ez-io driver IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led will blink red when the trigger is activated and has only 10% of battery life remaining". The ez-io needle IFU states, "squeeze trigger and apply gentle, steady pressure. Important: do not use excessive force. Note: if ez-io power driver stalls and ez-io needle set will not penetrate the bone, operator may be applying too much downward pressure to penetrate bone." A review of the device history record found that the driver passed all the release criteria. The device was released in 06/2019 and is approximately 4.5 years old. The complaint cannot be confirmed. Functional testing revealed no fault found with this driver as the device was able to negotiate both the medium and hard saw bones during insertion testing. No defects or anomalies were observed with the returned driver. A device history record review was performed and no recorded results of manufacturing issues or anomalies were reported. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that: on (B)(6) 2023, an attempt was made to create an i.o. Access in the tibia with a 25 mm needle in a 19-year-old patient. After insertion during drilling, the needle started to rotate unevenly at the front and scraped the periosteum. There was soft tissue damage. On the second attempt, different side tibia, same problem. Associated to 3011137372-2023-00251 and 3011137372-2023-00252.